Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 398 mg/dl and 85 mg/dl back to back within 10 minutes on the moblie system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were used, so no product will be returned for evaluation.